Event description:
It was reported that the hcp was very prone to breaking tined leads during removal. It was noted that the physician was dissecting to the first tine and pulling slowly, but the leads were still breaking. No individual patient information was provided, and it was not clear if fragments remained in the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead (december 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.